Event description:
It was reported after the patient's ((B)(6)) permanent procedure on (B)(6) 2015, no stimulation was possible due to the lead disconnecting from the ipg port header. In turn, the patient underwent surgical intervention on (B)(6) 2015. It was noted during the procedure the physician experienced difficulty inserting the lead in the ipg port headers. As a result, the physician explanted and replaced the ipg which resolved the issue. Therapy was provided to the patient postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported issue lead insertion issue was not confirmed. As received, the ipg was responsive and communicated with lab utilities. Visual inspection did not identify any anomalies or damage. Lab leads were fully inserted and secured inside each port with any issue noted. The device passed a lead fit as well as a lead pull test. The ipg was tested to manufacturing specifications using the autotester and passed all tests. The returned device functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.